Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap sigmoid. According to the reporter: after firing, the surgeon confirmed that the anvil came off. The anvil was left in colon but was retrieved. They made an incision in the intestinal wall and retrieved the anvil. Operating time was not extended by 30 minutes or more. There was no unanticipated tissue resection. There was no unanticipated tissue damage. There was no unanticipated bleeding of 500cc or more. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).